Event description:
It was observed that during the device evaluation, the rhino-laryngofiberscope exhibited residual fluid or foreign object comes out of the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned to olympus for device investigation. The device evaluation found residual fluid or a foreign object coming out of the forceps channel. There was no report on the subject device being used in procedure after the suggested event was reviewed. Based on the information obtained from this complaint and the investigation results, it can be confirmed that a leakage failure has occurred in the device and foreign object adhered to the scope. Therefore, it is assumed that the reprocessing could not be completed normally, and foreign objects may have remained. The foreign object could not be identified from the information obtained from this complaint and the investigation results. Also, the cause of the foreign object remaining could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.